Manufacturer narrative:
D4 unique identifier (UDI) for reservoir: (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented pain and discomfort, the pump presented a mechanical problem, it was reported that the patient has difficulty handling the pump and when pressed the pump does not unlock or refill. The ipp is currently implanted. There were no patient complications reported.